Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. After further analysis the articulation mechanism was noted to be non functional and no movement occurs when any articulation or home button are pressed. The device was disassembled to verify the internal components and the shifter spring was noted to be damaged. The damage to the shifter spring is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review ==> a manufacturing record evaluation was performed for the finished device batch number c9e05x, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an unknown robot-assisted surgery, when trying to use during duodenum transection, the articulation did not function. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. One ech60s, one ech60r, and one gst60b will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer.

Event description:
It was reported that during an unknown robot-assisted surgery, when trying to use during duodenum transection, the articulation did not function on the device. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/22/2025. Corrected data: b5.